Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system not fully boot up, hang at philips logo. Upon troubleshooting, fse found the cmos battery defective. Fse replaced cmos battery. After replacement the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not fully boot up and hung with the philips logo. The system was outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the cmos battery which returned the device to expected functionality.